Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received motor position encoder error alarm and a motor error alarm. The customer also stated that the insulin pump was unable to exit training mode due to bad battery. The customer's blood glucose was unknown at the time of incident. The drive support cap of the insulin pump was normal. Troubleshooting was performed and the device will not return for analysis.